Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Reportedly,for the past six months that the wake button has become progressively more difficult to press. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.